Event description:
While the unit was in use on a pt, the unit's display went blank and the recorder printed "electrical failure code 4" (ram test fault). The pt was switched to another unit and therapy was continued. No pt injury was reported.